Event description:
It was reported that the implant (xifnt410) relocated into the sinus. It was also reported that they removed the relocated implant from the patient sinus.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with an attached cover screw. The device shows moderate signs of wear and bone tissue attachment about the threads. The internal drive feature is similarly worn. The device matched print specifications where measured against drawing 850002 rev b. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. The event could not be verified with the information provided. A root cause cannot be determined. (B)(4).